Event description:
The orvil anvil would not position to attach to the eea stapler like it is supposed to; so the orvil device on the delivery tube had to be removed. A new orvil device was used to complete the procedure. No apparent harm.